Manufacturer narrative:
The complaint description states that the patient complained of a slight pain on the posterior aspect of her scapula subsequent to reverse shoulder replacement surgery. The surgeon noticed a dimple and checked postoperative x-rays and noted that the screw guide wire was still in situ. An incision was made over the "dimple" and the guide wire was removed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As the delta xtend metaglene screws are cannulated, surgeon used a screw guide wire to pass the screws down as they were screwed into the glenoid compressing the metaglene to the glenoid. The patient complained of a slight pain on the posterior aspect of her scapula subsequent to surgery. The surgeon noticed a dimple and checked postoperative x-rays and noted that the screw guide wire was still in situ. An incision was made over the "dimple" and the guide wire was removed.